Event description:
Concern for x-ray sponges falling apart after use inside patient's vagina. Blue x-ray detectable [invalid]noted to be falling out. Charge nurse, nurse manager, and supplies made aware. Surgeon and resident aware. Intra-operative x-ray completed prior to patient leaving or. Package and lot number saved for investigation with manufacturer.